Manufacturer narrative:
Additional information was added in d.4., d.10., h.3., h.6. And h.11. The lens was not returned for evaluation. Four photos were provided. The lens did not appear opacified in any of the photos. The first photo showed a single-piece multifocal lens implanted in the eye. There was glare obscuring the central area of the lens. The second photo appeared to be a magnified view of the center of the lens. The lens appeared to be damaged with multiple cracks or scratches visible. Unable to determine which from the photo. The third and fourth photos showed the single-piece multifocal lens implanted in the eye. The lens appeared damaged in the center in these photos. There may also have been biological matter on the lens. No other determination could be made from the photos. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported visual issue could not be determined. The explanted lens was not returned for evaluation. No determination can be made without physical examination of the product. The lens did not appear to be opacified in the provided photos. The lens appeared to be damaged with multiple cracks or scratches visible in the center of the lens. Unable to determine which from the photo. There may also have been biological matter on the lens. No other determination could be made from the photos. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if further information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced worsening of vision. A central opacity was observed in the iol during the post-surgery visit and documented with photographs at the slit lamp. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested.